Event description:
No patient involvement.

Manufacturer narrative:
Other, other text: additional information: see event description in b5. Device evaluation- the device was returned for evaluation. The testing showed leakage. Internal examination of the hose input area showed there was a missing o-ring washer and damage to the existing o-ring. The components were replaced to address this issue. This issue was likely caused by user damage.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was reported to have an internal air leak. There were no reported adverse effects.